Event description:
In the two weeks of the use of a newly introduced product for ophthalmic surgery, the zeiss artevo 850 operating microscope, three different surgeons on three different occasions, as well as a possible fourth surgeon on a different occasion, experienced similar issues: sudden freezing of the microscope controls such that the microscope zoom, x-y, and focus could not be controlled from the foot pedal. The sudden loss of control came without warning in two instances and in one instance seemed temporally triggered by switching a display from 2d to 3d. The microscope remained frozen, and the surgeon in each instance, in order to regain control of the microscope and in order to proceed with the case, had to do a "hard reset," turning off the microscope, losing the illumination, and allowing the microscope to restart from the beginning. This resulted in a loss of viewing and illumination while the surgeon was in the middle of the case, meaning that the surgeon had no view of the operative field for several minutes. Fortunately, there were no adverse events in each of these three instances, but serious harm could have potentially resulted. A fourth surgeon reported a "foot pedal malfunction" that was resolved when the foot pedal was unplugged and replugged. In all cases, the surgeons were using the same model of the microscope, but two different two units with consecutive serial numbers, delivered on the same date within a few months prior to their use, both of these units were microscopes that had just been installed, and each had less than 20 hours of use. The zeiss artevo 850 is a very new model, and we at ucsf medical center have been told that we are one of the first us centers to have this model installed. As a result of these incidents, which were clustered over several days, we have discontinued use of both of these microscopes until the root cause can be identified. Although no adverse outcomes resulted, the interruption of surgery in all three instances and the loss of viewing during ophthalmic microsurgery could have resulted in serious adverse safety events for the patients since the surgeons could not view the operative field during the entire time needed for the system to reset. We have reported the incident to the manufacturer, zeiss, and the manufacturer will be following up with us next week in a conference call. They did not provide any immediate remedy or explain whether this was a known issue reported by other users. We are aggregating the three incidents together in this report, all of which occurred within a 3-4 day span, and this report is being filed by our departmental surgical director on behalf of the three surgeons who experienced this adverse device event. Since this adverse event occurred similarly in two different units of the same new model, we not feel this is a machine-specific event and are concerned that this is a software or hardware issue related to the model itself. We are thus promptly filing this report in case this may be a relevant issue requiring investigation by the agency and alert to other users of this newly introduced equipment model. Reference reports: mw5160984, mw5160986.